Manufacturer narrative:
A partial lead with the connector pin measuring (B)(4) cm was returned for analysis. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient expired of a cardiac failure. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.